Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited frequent alerts for low right ventricular (rv) sensitivity due to oversensitivity of the atrial sense on the rv lead with pacing inhibition. Technical services (ts) reviewed the presenting electrogram (egm) and stated that the low sensitivity was due to farfield oversensing. Ts recommended to further evaluate leads, reprogramming options and perform x-ray imaging. This device remains in service. No adverse patient effects were reported.